Event description:
Customer reported experiencing a cartridge alarm 20, which did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support sent a replacement pump with updated software and provided instructions for the customer, including how to put the old pump into storage mode and returning it via ups. Customer understood and acknowledged the steps they needed to take.